Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received twelve, unused, companion samples for evaluation. Upon receipt, visual inspection of each sample showed no signs of abnormality that could have caused the reported issue. A functional leak test was subsequently performed on the samples by manually filling them with blue water. After fill, the blue winged luer caps were securely fastened/closed on the distal luer. Thereafter, the samples were monitored for 24 hours. After the 24 hour leak monitoring period, no signs of leak were observed on any parts of the samples. The leak was not confirmed, therefore no root cause was determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(6) received a report that an infusor leaked before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.